Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter, ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 1 unit/ml of saline at 0.0065 units/day. The patient reported "my pump hasn't worked since I had it implanted in (B)(6). I have been in pain and taking my medication." It was indicated the doctor did a dye study in (B)(6) and told the patient the catheter was not working. The catheter was replaced (B)(6) 2020. It was reported the issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. It was indicated that other medications being taken at the time of the event included percocet (oral). No further complications were reported or anticipated.